Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2005. Additional information received confirms the original surgery date and that a two stage revision procedure was performed due to infection. All components were removed and replaced during the revision procedure that occurred on (B)(6), 2012.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2005. Additional information received confirms the original surgery date and that a two stage revision procedure was performed due to infection. All components were removed and replaced during the revision procedure that occurred on (B)(6) 2006.

Manufacturer narrative:
This follow-up report is being filed to relay corrected revision date. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00942 & 01233 / 01234).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction."this report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2012-00942 & 1825034-2012-01233/01236).